Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps elevator wire cut and frayed was likely from wear and tear overtime by using the device. The cause of the pin hole in the charge-coupled device (ccd) cover lens glue was likely from the glue deteriorating by chemical stress and/or by physical stress applied to the distal end. A definitive root cause could not be identified. The following information is stated in the instructions for use which may have prevented the event: "3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Important information - please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The connector had a gap and a leak. The nozzle was deformed. The distal end of the insertion part was light, and the light guide cover lens glue was chipped. The guide cover lens had a sharp edge (snag). The connecting tube on the insertion part was scratched, and the coating was peeling off. The scope cover on the control unit was cracked. The air/water nut and suction cylinder nut had paint peeling off. The ccd-unit cable was too short. The bending tube had movement and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera duodenovideoscope had leakage during a leak test in reprocessing. The scope was being prepared for use. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator wire was raised due to being cut and frayed. Additionally, a pin hole was located in the charge-coupled device (ccd) cover lens glue. This report is to capture the reportable malfunctions of the raised/cut/frayed forceps elevator wire and a pin hole in the charge-coupled device (ccd) cover lens glue noted at estimation.